Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did consecutive blood glucose tests, with results of 64, twenty minutes later, 70, and within a few minutes, two more readings, 85 and 91 mg/dl. She said that the confirmation dot was blue. The reporter did not have any symptoms. A control solution test of 119 (95-143) was in range. She does not clean the meter properly, using alcohol on both holder and optics, daily. The lifescan representative trained on cleaning, use of control, and confirmation dot checks.